Manufacturer narrative:
Consumer admits to leaning on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer claims that he was sitting in a chair with a heating pad between his back and pillow. He alleges that the heating pad began to smolder and burned his back.